Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both the atrial lead and right ventricular (rv) lead exhibited high impedances when the patient lifted their arms above their shoulder level. Both leads were suspected of possible lead fracture. It was noted that the access point during implant was subclavian stick thus this could be a possible subclavian crush situation. Both leads were explanted. No patient complications have been reported as a result of this event.